Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation outside the patient, when the device was unpacked, it was found that the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation outside the patient, when the device was unpacked, it was found that the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: (investigation result) the returned truetome 49 was analyzed, and a visual and microscopic evaluation noted that the working length was torn from the green band to the tip. No other problems with the device were noted. The reported event of cutting wire kinked was not confirmed. Upon analysis, it was found that the working length was torn from the green band to the tip. Based on the condition of the device, the problem on the distal section is typically caused when the user pulls or remove the guidewire through the c-channel, and the technique used during loading or removing the guidewire into the device that could cause the catheter gets torn. Based on all gathered information, the most probable root cause is adverse event related to procedure.